Event description:
A 6mm diameter x 150mm length complete se biliary stent system was implanted in a pt for the treatment of sfa lesion. The lesion was reported to be calcified and tortuous but unk percentage or severity. The lesion was pre-dilated with a 5x100x135 balloon. It was reported that when the stent was deployed at the lesion site, the physician observed that the stent was crimped as appeared on x-ray. The physician unsuccessfully attempted to use a balloon to fully expand the stent. The physician attempted to cross with other stents, but was unsuccessful. It was reported that the lesion had flow but crimp still present at site. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Device is intended for use in the biliary tree). Conclusion: (calcified and tortuous vessel). (Lack of info- device not returned; no cds, films or operative reports were provided)